Event description:
It was reported that tubing was plugged with plastic with a bd infusion adapter c100. The following information was provided by the initial reporter: material no. 515306; batch no. 1809103. It was reported there was, ¿phaseal tubing that was plugged by a piece of plastic. It was discovered during pharmacy compounding and did not reach the patient."

Manufacturer narrative:
H.6. Investigation summary: one photo sample was provided to our quality engineer for investigation. Upon inspecting the photo, we were not able to identify the plastic particulate that was reported. A device history review was performed for reported lot 1809103, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Four retained samples of the same lot were used for additional evaluation. Product was inspected, no defects were observed and the device functioned as intended. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components such as the adapter, after ten activations. Fragmentation testing was reviewed for the reported lot and results were found to be acceptable. Based on the available we are not able to identify a root cause at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubing was plugged with plastic with a bd infusion adapter c100. The following information was provided by the initial reporter: material no. 515306, batch no. 1809103. It was reported there was, ¿phaseal tubing that was plugged by a piece of plastic. It was discovered during pharmacy compounding and did not reach the patient."